Event description:
A woman w/ osteoarthritis of bilateral knees. She had injection of bilateral knees with supartz. Three days after 1st injection, pt developed severe pains in her bilateral knees and swelling in the posterior compartment. On exam, she has found to have extreme tenderness to palpation and bulge in her popliteal fossa bilaterally. Ultrasound examination showed effusion in bilateral baker's cysts, but no effusion in the suprapatellar pouch. Fluid was aspirated from bilateral baker's cysts, fluid was cloudy yellow, synovial analysis showed wbc 200, lymphocytes 100% in the right knee, and wbc 300 and 98% lymphocytes in left knee. No crystals and no organisms on gram stain or culture from either knee. Subsequent to aspiration, on the same day, both baker's cysts were injected with depomedrol 80 mg. Within the next 3-4 days, her pain was significantly reduced. No further attempts to inject with viscosupplementation product will be pursued based on a presumed allergic reaction or pseudoseptic reaction to supartz. Dates of use: 2009. Diagnosis or reason for use: osteoarthritis knees. Event abated after use stopped or dose reduced? Yes.